Event description:
It was reported to boston scientific corporation that a gold probe device was used during a bronchoscopy procedure performed in 2006 (male patient; age and weight are unknown). According to the complainant, the tip fell off inside of the patient. They were able to retrieve it and used a different product to complete procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
The customer complaint has been confirmed.the unit was received with the ceramic tip detached from the catheter. The ceramic tip reveals no dimensional anomalies and/or manufacturing defects. The catheters ID was verified and the device met specifications. The distal end of catheter after dissection shows evidence of adhesive and threading. Both the catheter and ceramic tip reveal no material defects and/or dimensional anomalies that may have contributed to the reported incident. The investigation conducted could not establish the root cause for ceramic tip detachment. The device history record was reviewed and found to meet all requirements.